Manufacturer narrative:
Additional information: h6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -16.00/2.0/086 (sphere/cylinder/axis) was implanted into the patient's right eye (od). On (B)(6) 2023 the lens was implanted and removed intra-operatively due to the lens being implanted upside down. No patient injury reported. A replacement lens of the same model and size and similar power was later implanted and the problem was resolved.